Manufacturer narrative:
Results: the returned lead failed functional testing as three channels measured open. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00973. The patient received an scs system including two surgical leads from different lots. It was reported that the patient could not increase her stimulation. In addition, she alleges feeling a vibrating sensation regardless of the stimulation's function. A diagnostic test revealed high impedance readings for several lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's leads and effective stimulation was recaptured as a result.